Event description:
Procedure: lap chole. According to the reporter: the anchor on the distal end was broken while turning the dial to secure the device to abdominal wall.

Manufacturer narrative:
(B)(4).